Event description:
The user facility reported a 79-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The pump was placed but there were persistent alarms for suction. The team attempted to troubleshoot. The pump was placed in a smaller patient with a small aortic arch. The pump cannula had kinked. The pump was repositioned and supported on only p4 till weaned and explanted. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the product damage (cannula kink) and the low pump flow issues has been completed since the original report was filed. The pump was returned and evaluated. There was a large visible kink on the cannula. It was stated that the patient had a very small aortic arch, and the motor housing was caught up in the arch due to its small size. The root cause of the low flow is due to the kink in the cannula. To conform to updated procedures, section d6 has revised with updated information.